Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece was intermittently having no phacoemulsification power after successfully prime/tune. The staff re-prime/tuned the handpiece and were able to complete the procedure with no patient harm. This is one of two reports for this facility.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. The handpiece functioned as intended. The system was then tested and met all product specifications. The phaco handpiece was manufactured on may 19, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).